Event description:
The contact stated the customer rec'd a high glucose reading of 500mg/dl. While troubleshooting, she performed normal control tests and rec'd results of 428mg/dl and "hi". The normal control range was 87-117mg/dl. No adverse events were alleged. The test strips are to be returned for eval, and replacement test strips will be sent.